Event description:
The initial reporter stated that the pump appeared to be running but was not delivering. They stated that the pump was "loud and squeaky" but was not delivering formula. Mmd made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. They did not report any adverse effects to the patient due to the complaint. No additional information was provided. [(B)(4).]

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.